Event description:
Information received by medtronic indicated that, during a cryoablation procedure, the user observed a coaxial connection icon on the cryoconsole screen. The issue resolved after tapping on check valve cv4 and the cryoablation procedure was completed. No patient complications were reported. Technical support was contacted and a field service visit was recommended. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was not reproduced by field service engineering; but the check valve (cv4) was replaced as a precautionary measure due to the specific nature of the issue reported during the case. The low pressure regulator was also adjusted during the service visit.